Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 7 had read write errors. A field service engineer cleared out all the debris. The row cable was reseated. Meds were reloaded. Pockets and drawer were tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers had read write errors, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.